Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's power pcb assembly, battery wire harness assembly, and battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic device records from the event for review. The electronic device records confirmed that the device powered off multiple times during the event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off multiple times during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.